Event description:
An event occurred on an unspecified date involved an IV tubing where it was reported that small black dots were observed on the internal walls of drip chambers. In some cases, particulate matter appeared in the lumen or chamber of the tubing, in most cases it was embedded in the plastic material. There was unknown patient involvement, and unknown harm reported.

Manufacturer narrative:
The device has been requested for evaluation; however, it has not yet been received.